Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6), product type: 0200-lead, brand name: vectris surescan;. Product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having difficulties walking/immobility/loss of balance/unable to get out of bed and numbness immediately after lead and ins placement on (B)(6) 2024. The patient was hospitalized and the patient was moved to a skilled nursing facility as of (B)(6) 2024 and remains admitted. Per physician request, a patient meeting is scheduled for (B)(6) 2024. It was reported that the outcome of the event was unknown at this time, but the patient was disabled.

Event description:
Additional information received, from the manufacturer representative. Reported, that the patient was working with physical therapy daily. It was unknown, if the issues had been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.